Event description:
Additional information received reported that the dye study had been performed due to the patient was reporting they were getting too much medication, and then not enough medication. The patient¿s entire system was replaced.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received reported that the pump system was being used to infuse morphine and bupivacaine.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. Product ID 8598a, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was not getting therapy relief. A dye study was performed on the day of the report and dye was not seen at the catheter tip. The healthcare provider (hcp) planned to replace the pump and catheter on (B)(6)-2014. It was unknown what pain drug the pump was used to infuse (device implant query listed the drug as morphine). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.